Manufacturer narrative:
The hill-rom technician found a plastic cap blocking the siderail from latching. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician removed the plastic cap to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the left bottom siderail was not locking. The bed was located at the account in room 29b. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).